Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on normally with no alarms. There was no damage noted to the battery cap and compartment; the battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues occurring. Evaluation revealed visible moisture in the display lens, a case leak, and moisture damage inside the pump.

Event description:
The patient contacted animas alleging that his pump would not power on after receiving a call service alarm. At the time of troubleshooting the patient confirmed there was no visible corrosion in the battery compartment or visible structural damage to on the battery cap or battery compartment. The patient inserted a new alkaline battery into the pump; however, claimed it still did not power on. There was no reported patient impact with this complaint.